Event description:
In 05 patient had zenith stent graft placed. The patient had a tortuous right iliac artery with a proximal common iliac stenosis. The graft components were placed without incident. A kink wasn noted in the right ipailateral iliac leg, so another manufacturer's stent was placed between the proximal second and third final angiogram. Three weeks later the patient presented with right limb claudication. The right iliac led had become occluded with thrombus near the flow divider. The physician attempted to pass a guidewire through the thrombus, but was unsuccessful. A fem-fem bypass was then performed to resolve the issue.